Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve in a patient with a small left ventricle, the patient had paradoxical low-flow, low-gradient (lflg) aortic stenosis, and a pre-operative mean gradient of 26 millimeters of mercury (mm hg). Upon crossing the delivery catheter system (dcs) through the aortic valve, the patient's blood pressure dropped. Upon deployment to the point of no recapture (ponr), the patient's blood pressure decreased to 50/50 mm hg, and hemodynamic instability occurred due to worsening mitral regurgitation and aortic regurgitation. Following the implant of the valve, suicide left ventricle was suspected. Subsequently, an intra-aortic balloon bump (iabp) was inserted and extracorporeal membrane oxygenation (ECMO) was utilized prior to leaving the operating room. Additional information was received indicating that the aortic regurgitation was central and moderate in severity. The mitral regurgitation was severe. Per the physician, the patient has recovered.

Event description:
It was reported that prior to the implant of a transcatheter valve in a patient with a small left ventricle, the patient had paradoxical low-flow, low-gradient (lflg) aortic stenosis, and a pre-operative mean gradient of 26 millimeters of mercury (mm hg). Upon crossing the delivery catheter system (dcs) through the aortic valve, the patient's blood pressure dropped. Upon deployment to the point of no recapture (ponr), the patient's blood pressure decreased to 50/50 mm hg, and hemodynamic instability occurred due to worsening mitral regurgitation and aortic regurgitation. Following the implant of the valve, suicide left ventricle was suspected. Subsequently, an intra-aortic balloon bump (iabp) was inserted and extracorporeal membrane oxygenation (ECMO) was utilized prior to leaving the operating room.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.